Event description:
It was reported that the iab was unable to be flushed. As a result, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).